Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: customer reported complaint of ¿¿dso seal is bubbled and peeling¿¿ was confirmed by performing visual and functional pvt (performance verification testing). Found dso (downstream occlusion) seal is bubbled and lifting. Replaced dso seal. Upon further investigation, found uso (upstream occlusion) seal is buckling. Replaced uso seal. Performed uso/dso calibration. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's downstream occlusion seal is bubbled and peeling. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.